Event description:
It was reported the device was used during a lavh procedure. It was reported by the affiliate that after the first firing, the device was reloaded and returned to the operative site. When the device was to be fired, the surgeon pushed the release button and the jaws would not open. The surgeon was advised to re-close the jaw and repeat the opening of the jaw. The device worked satisfactorily after performing this task. It was noted that the jaws seemed quite loose. The procedure was completed with this device. There was no pt consequence.